Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were coupling and/or communication issues. It was reviewed how to adjust the antenna dial. Recommended x-ray to determine if ins was flipped. The hcp flipped the ins over in the office and the patient was 'perfect' now.